Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer restored the power to the station and ensured it was fully operational once again. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawers were not detected on the bus. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.